Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received samples from the customer facility for investigation. Ten sets per lot were returned. They were checked visually and there were no apparent defects. The samples were evaluated and the customer's indicated failure mode for faulty seals causing leaks with the incident lot was not observed. A water sampling test was performed and all samples functioned normally without and leakage. Retained samples were tested in the same fashion on (B)(4) sets per lot and no defects were found. A DHR was done and no abnormality, which could be related to the reported event, was found. Conclusion: bd was not able to confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd safety-lok¿ blood collection set w/ out luer adapter 23g x 0.75 in needle had 15 of the sets in a row that would not seal and leak all over. No injury or medical intervention reported.